Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated the leak occurred during the final phase (4 of 4) of treatment and the treatment was cancelled. The cause of the leak was a slit at the top of the cycler set. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. Correction: the cycler remained in use by the patient.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated the leak occurred during the final phase (4 of 4) of treatment and the treatment was cancelled. The cause of the leak was a slit at the top of the cycler set. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. Correction: the cycler remained in use by the patient.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer for a physical evaluation. During the disinfection of actual sample, a leak was found on cassette film. The visual inspection in the microscope and a tear was found in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed during sample evaluation.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated the leak occurred during the final phase (4 of 4) of treatment and the treatment was cancelled. The cause of the leak was a slit at the top of the cycler set. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. Correction: the cycler remained in use by the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated the leak occurred during the final phase (4 of 4) of treatment and the treatment was cancelled. The cause of the leak was a slit at the top of the cycler set. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated the leak occurred during the final phase (4 of 4) of treatment and the treatment was cancelled. The cause of the leak was a slit at the top of the cycler set. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. Correction: the cycler remained in use by the patient.